Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The bag/vent switch was replaced.

Event description:
The hospital reported that, during the preoperative checkout, the bag/vent switch was not operating as expected. There was no report of patient involvement.